Event description:
According to the customer, the bed located in a nursing home was reported to be 'smoking'.

Manufacturer narrative:
According to the customer, the bed located in a nursing home was reported to be 'smoking'. According to the customer the bed was 'unplugged' when the 'smoke' was noticed, and upon assessing the bed, it was noted that there was 'electrical tape on the wires'. The customer reported there were no serious injuries or medical intervention required due to the event. The device is available but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.